Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient reported the emergency department after receiving shocks from their implantable cardioverter defibrillator (ICD). A remote monitoring transmission indicated the device identified the episodes as supraventricular tachycardia (svt), but high rate timeout allowed therapy to be delivered for ventricular fibrillation (vf). The shocks were suspected to be inappropriate. No further patient complications have been reported as a result of this event.